Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - no pre-dilatation; against resistance; re-insertion. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure for treatment of a lesion in the heavily calcified/tortuous distal left anterior descending artery (lad) via radial access, pre-dilatation was not performed and a 2.75x33 rx xience prime stent delivery system was advanced but could not cross the lesion. The stent delivery system was withdrawn with resistance due to the anatomy, and pre-dilatation was performed using an unspecified 2.5x20 balloon catheter. The rx xience prime stent delivery system was re-inserted and several unsuccessful attempts were made to cross the lesion. No force was applied during the unsuccessful attempts to cross the lesion and the sds was withdrawn from the patient anatomy with resistance due to the anatomy. A new 2.5x33 xience prime sds was advanced successfully and the stent was implanted. The procedure was completed successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, return device analysis found that the stent delivery system tip was separated and returned on the stylet. Additional reported information indicates that the tip separated during return shipment as it was not separated when packaged for shipping. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The failure to advance/cross and resistance during withdrawal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. It was further reported that the sds was re-advanced after the initial failure to advance/cross and several unsuccessful attempts were made to cross the lesion (against resistance). The IFU states that an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. Additionally, the IFU states that should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).